Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for the reported patient effects; however, the treatment appears to be related to the operational context of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se device after an angioplasty procedure. Reportedly, the patient has an allergy to nickel. She has been tested and confirmed to be allergic to nickel. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.